Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that the display device read failed transmitter error on (B)(6) 2017. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter voltage test was performed and it failed. The unit showed no voltage. Log review showed failure alert on the date of issue. The reported customer complaint with the transmitter was confirmed from the log review. The root cause could not be determined post investigation.